Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been lost to follow-up and had been hearing beeping from their implantable cardioverter defibrillator (ICD) starting about one year ago. About a month and a half ago the beeping stopped. The ICD could not be interrogated because it was at end of life (eol). A device replacement procedure is planned but has not yet occurred. The device remains implanted. No patient complications have been reported as a result of this event.